Event description:
It was reported that the user experienced repeated alert 41 absolute range errors and automatic restarts during a supply change, despite removing all supplies, which prevented continued use of the device; blood glucose was reported as unaffected and the user reverted to backup therapy. Symptoms included no reported clinical effects. Outcomes included temporary interruption of automated insulin delivery and the need to use backup therapy. Investigation included review of complaint details and arranging return of the device for analysis. Investigation of this case revealed a device malfunction consistent with an absolute range error impacting the pump system during restart. It was concluded that the device malfunctioned and a replacement was provided while the original device will be investigated.